Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. Review of implantation imaging: implantation imaging on 05mar2014 was initially provided for expert review. Image review indicated that the mainbody graft and both zsle grafts were implanted in a pre-existing graft, permitting less that necessary room for mainbody and zsle expansion. Although stenting relieved the right zsle kink, the left zsle lumen was equally reduced. This, along with inflow limitation caused by the distal mainbody stent constraint to 16mm, increased the risk of left zsle thrombosis. Per the image review, "the intended use to treat aneurysm was a pseudoaneurysm originating from the distal anastomosis of a remotely implanted graft, rather than an atherosclerotic abdominal aortic aneurysm. The aneurysm was reported to have shrunk from 50mm to 24mm in the span of four days. ¿only pseudoaneurysms shrink this rapidly." The IFU states, "the zenith low profile aaa endovascular grafts and ancillary components have not been evaluated in patient population with "pseudoaneurysm resulting from previous graft placement" and the zenith low profile aaa endovascular graft is indicated for the endovascular treatment of patients with abdominal or aorto-iliac aneurysms having morphology suitable for endovascular repair." However, in this case the zalb mainbody device and the two zsle devices were used to treat a pseudoaneurysm. Although the complaint cannot be confirmed at the time due to imaging from the complaint event not being provided, implantation of the 28mm mainbody and two 13mm zsles inside of a pre-existing graft, reduced the lumen diameter. A kink was observed in the left iliac leg after the procedure. This kink would have narrowed the lumen, limiting the flow, which would have created shear forces within the leg and stimulate thrombus growth. This along with the left zsle lumen reduction due to additional stent that relieved the right zsle kink and the inflow limitation caused by distal mainbody stent constraint to 16mm, increased the risk of left zsle thrombosis. It was also reported that the patient had pre-existing conditions of lower limb obliterating arteriopathy (a condition where blood vessels are narrowed and there is reduce blood flow to the limbs) and is a current smoker. It could be possible that these pre-existing conditions would have caused occlusion in the leg graft. As the IFU states that patient's with poor outflow and hypercoagulable state (e.g. Cancer) maybe at an increased risk of thromboembolic event. Review of thrombectomy imaging: a cta imaging study dated 09mar2014 was provided for the investigation and sent to image review. Findings of the image reviewer include: 1. "Cta of the complaint event was later provided. 2. The left zsle was thrombosed. 3. Designating the sealing stent as the first mainbody stent segment, the zalb-28-98 began to infold at the third mainbody stent segment. This progressed to an infold that covered the superior end of the already constrained left zsle and possibly even held the zsle partially closed. 4. The distal zalb remained constrained to the same lumen diameter originally measured on the implantation angiography. Very small lumbar arteries on cta extending to the aortic wall did not fill on implantation angiography. The ima was occluded well away from the aortic wall rather than its typically appearance of backfilling just up to the aortic wall. These findings further support a pre-existing tube graft or aorto-bi-iliac graft with very short iliac limbs. 5. On cta, the intended to treat aneurysm was most consistent with an anastomotic pseudoaneurysm involving the pre-existing graft and left iliac artery anastomosis." 6. Outflow was unrestricted on the cta." Impression: 1. "The compliant of left zsle thrombosis is confirmed. The left zsle's superior end was covered and constrained by zalb infolding and compression from the balloon expandable stent supported right zsle. Zalb infolding was secondary to constraint within a narrow aortic lumen. 2. The aortic lumen was narrow because it likely represented a previously implanted aorta-iliac bypass." Review of the additional imaging confirmed thrombus formation within the left zsle graft. Contributing factors that increased the risk for thrombus formation was stent crowding from implantation in a narrow aortic/pre-existing graft lumen and patient condition. The image reviewer suspected that the graft was implanted in a pre-existing tube graft or aorto-bi-iliac graft with very short iliac limbs. This decreased the lumen diameter and resulted in crowding of the implanted grafts. The distal mainbody stent was constrained to 16mm from implantation within a lumen diameter ranging between 14-15mm and 17mm at the aortic bifurcation. The IFU provided with the zalb-28-98 device warns, "pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft." The stent crowding at the graft bifurcation caused partial inflow blockage and disrupted laminar flow through the left zsle graft. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest that the device was manufactured out of specification. A review of the device history record could not be performed, as the lot information is unknown. Based on the information provided, review of imaging and the results of our investigation, it is likely that the cause can be attributed to product use handling and user technique, as the mainbody and two zsles were implanted in a pre-existing graft and were used to treat a pseudoaneurysm. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation/evaluation: a review of the instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for an investigation as it remains implanted in the patient. A physical analysis of the actual device could not be performed. Follow up images were not provided; therefore, image reviews could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the complaint device was not provided. Therefore, the device history record could not be reviewed. Without out the associated lot number for the product used during this event, a complaint history review could not be performed for the device lot. No evidence was found suggesting that the device was manufactured outside of specifications. Multiple attempts were made to obtain imaging to aid in the investigation but without success. Possible causes for occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces, and patient's pre-existing conditions such as occlusive disease/calcification causing a narrow lumen. As reported, a kink was observed in the left iliac leg after the procedure. Tortuosity, compression, and pulsation can create shear forces within the leg that stimulate thrombus growth. A kink would have narrowed the lumen, limiting the flow, which would have created shear forces within the leg that stimulate thrombus growth. It was also reported that the patient had pre-existing conditions of lower limb obliterating arteriopathy (a condition where blood vessels are narrowed and there is reduce blood flow to the limbs) and is a current smoker. It is possible that these pre-existing conditions would have caused occlusion in the leg graft. The instructions for use (IFU) states that patients with poor outflow and hypercoagulable state (e.g. Cancer) may be at an increased risk of thromboembolic event. Per the IFU, "adequate iliac or femoral access is required to introduce the device into the vasculature. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the iliac leg graft. Do not continue to advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and access the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. As the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. Excessive overlap 10 mm above the main body bifurcation may increase the risk of limb thrombosis." The IFU states that patients with poor outflow and hypercoagulable state(e.g.. Cancer) maybe at an increased risk of thromboembolic event. Based on the information provided, the cause for occlusion in the left iliac leg is possibly patient condition-related, due to patient's pre-existing conditions. However, the cause for the kink noted in the left iliac leg after the procedure is unknown. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
Implantation angiography was provided and the investigation reopened. Imaging review was performed. The intended to treat aneurysm was not a typical fusiform or even saccular aneurysm originating from the infrarenal abdominal aorta. It was a saccular aneurysm projecting to the left from the region of the aortic bifurcation. Although the exact origin could not be pinpointed, the imaging was most convincing for an origin from the proximal left common iliac artery (cia) rather than the aorta, just proximal to the aortic bifurcation. The aortic lumen from 3cm inferior to the renal arteries, to the aortic bifurcation and proximal right cia contour was corrugated and parallel. Atherosclerotic calcification closely followed the lumen contour rather than marking a dilated aneurysm. This is consistent with a graft wrapped with aneurysm wall. Surgical clips just left and anterior to the infrarenal aorta, 3cm inferior to the renal arteries where the aortic lumen contour transitioned from smooth to corrugated, was consistent with a surgical anastomosis. The aneurysm was reported to have shrunk from 50mm to 24mm in the span of four days. Only pseudoaneurysms shrink this rapidly. All of these preceding findings indicate that the intended to treat aneurysm was a pseudoaneurysm originating from the distal anastomosis of a remotely implanted graft, rather than an atherosclerotic abdominal aortic aneurysm. The graft was likely an aorta bi-iliac graft although it is also possible that the graft was a tube graft rather than a bifurcated graft. Per the imaging reviewer, although the complaint cannot be confirmed as imaging from the complaint event was not provided, implantation of the 28mm main body and two 13mm zsles inside of a pre-existing graft permitted less than necessary room for mainbody and zsle expansion. Although additional stenting relieved the right zsle kink, the left zsle lumen was equally reduced. This and the inflow limitation caused by distal mainbody stent constraint to 16mm, increased the risk of left zsle thrombosis. The imaging reviewer suggests the device was used to treat a pseudoaneurysm originating from the distal anastomosis of a remotely implanted graft related to the anastomosis and not an atherosclerotic abdominal aortic aneurysm. At this time, the most probable causes of this event are medical procedure and user technique related. The focus of this complaint is on the kink observed and thrombus reported in the left iliac leg graft (zsle-13-74-zt). Initially the number of complaint devices reported were a quantity of 3, however, per the imaging review and information provided in the complaint report, there was only one left and one right iliac leg used. Therefore, a quantity of 1 is confirmed for the thrombus noted in the left iliac leg and an additional complaint was opened for kinking of the right iliac leg graft (zsle 13-56-zt), which required molding balloon angioplasty, unplanned iliac artery stent (covered) and thrombectomy as additional procedures. This complaint was reopened, after imaging of the event was received. Imaging performed on (B)(6) 2014 during the implantation was provided. However, imaging performed on (B)(6) 2014 (when the thrombectomy was performed) was not provided, due to which the left zsle thrombosis was not confirmed in the image review. However, the image review indicates that the mainbody graft and both the zsle grafts were implanted in a pre-existing graft, permitting less than necessary room for mainbody and the zsle expansion. Although the stenting relieved the right zsle kink, the left zsle lumen was equally reduced. This along with the inflow limitation caused by distal mainbody stent constraint to 16mm, increased the risk of left zsle thrombosis. Per the image reviewer, the intended use to treat aneurysm was a pseudoaneurysm originating from the distal anastomosis of a remotely implanted graft, rather than an atherosclerotic abdominal aortic aneurysm. The aneurysm was reported to have shrunk from form 50mm to 24mm in the span of four days. Only pseudoaneurysms shrink this rapidly. According to the instructions for use (IFU), the zenith low profile aaa endovascular grafts and ancillary components have not been evaluated in patient population with pseudoaneurysm resulting from previous graft placement and the zenith low profile aaa endovascular graft is indicated for the endovascular treatment of patients with abdominal or aorto-iliac aneurysms having morphology suitable for endovascular repair. In this case the zalb mainbody device and the two zsle devices were used to treat a pseudoaneurysm. Although the complaint cannot be confirmed as imaging from the complaint event was not provided, implantation of the 28mm mainbody and two 13mm zsles inside of a pre-existing graft, reduced the lumen diameter. A kink was observed in the left iliac leg after the procedure. This kink would have narrowed the lumen, limiting the flow, which would have created shear forces within the leg and stimulate thrombus growth. This along with the left zsle lumen reduction due to additional stent that relieved the right zsle kink and the inflow limitation caused by distal mainbody stent constraint to 16mm, increased the risk of left zsle thrombosis. It was also reported that the patient had pre-existing conditions of lower limb obliterating arteriopathy (a condition where blood vessels are narrowed and there is reduce blood flow to the limbs) and is a current smoker. It could be possible that these pre-existing conditions would have caused occlusion in the leg graft. The IFU states that patients with poor outflow and hypercoagulable state (e.g. Cancer) maybe at an increased risk of thromboembolic event. Measures have been initiated to address these failure modes. Based on the image review, the cause for occlusion/thrombus in the left iliac leg is likely product use or handling related: user technique, due to the fact that the main body and the two zsles were implanted in a pre-existing graft and these cook devices were used to treat pseudoaneurysm. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Images were returned from investigation and sent for review.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information and/or completion of the investigation.

Event description:
An international customer reported that on (B)(6) 2014, the patient with an asymptomatic aneurysm with maximum diameter greater than 5cm had a zenith flex with spiral-z technology abdominal aortic aneurysm (aaa) modular graft system implanted. On the day of the procedure, the patient presented with a maximum aneurysm diameter of 45mm and a proximal neck diameter at lowest renal artery of 24mm. The outer diameter of the left and right iliac was 12mm. It was classified as parallel with no plaques or thrombi observed. There were no difficulties in deploying the devices and imaging revealed patent grafts at the conclusion of the procedure. A flow-limiting kink was reported in the left iliac leg. No endoleaks were observed. The index procedure was described as unsuccessful and an unplanned standard molding balloon angioplasty, along with unplanned iliac artery stenting (covered) in right native vessel were performed due to ¿kinking of iliac graft limb¿. On (B)(6) 2014, the first follow-up was performed. The post-procedure imaging revealed a maximum aneurysm diameter of 26mm. The left iliac leg was 8.00mm and the right iliac leg was 10.00mm. A complete loss of patency was observed in the left iliac leg. Other than that, the devices were intact and there were no migration, kinks or endoleaks observed. On the same day, the patient had an additional intervention due to device occlusion. A thrombectomy was performed, during which stenting of the left and right iliac stent graft limbs took place. This event was marked as possibly related to both device and procedure and it was resolved with treatment. Additional information has been requested; no further information is available.